Event description:
It was reported while using bd plastipak¿ 3ml syringe the needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when opening a package to use the 1.0 ml syringe, brand bd - lot 2014300 - manufactured on 02/2022, it was observed that the needle was passing through its protector.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure.